Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that sometimes the insulin pump alarmed no delivery, and he was experiencing high blood glucose. The blood glucose reading was 510mg/dl, and he bolused 49.6 units that he split into two boluses. Then the customer was sweaty, dizzy, had headache, his pillows were soaked, foot felt tired, and blurry vision. During the call the customer mentioned being in the emergency room with high blood glucose over 500mg; the customer was treated with and insulin drip and then released. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.